Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was 300 (mg/dl). A manual injection was administered to address bg level. Review of the pump data logs by tandem technical support showed that the battery depleted from 60% to 1% within one day. Reportedly the customer had manual injections as alternate insulin therapy.